Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles clog during the injection. This pr records the occurrence for (B)(6) 2021 and unknown dates. Verbatim: consumer reported they clog during injection. Informed his insulin company (B)(4) takes (B)(4) units and goes to about (B)(4) then it clogs. Claims to complete a flow check with each injection. Using new pen needles. Reviewed non patient end placement. Lot #: 0198513, catalog#: 320122. Date of event: (B)(6) 2021 and unknown samples status discarded the ones in question. Wants mailing kit"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label. Customer states that the pen needles clog during the injection. The returned pen needle was examined and exhibited a broken non patient end of the cannula, which could prevent insulin from flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related. The non patient end of the cannula was broken during use of the product by the customer. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles clog during the injection. This pr records the occurrence for (B)(6) 2021 and unknown dates. Verbatim: consumer reported they clog during injection. Informed his insulin company solo and treseba. Takes 65 units and goes to about 48 then it clogs. Claims to complete a flow check with each injection. Using new pen needles. Reviewed non patient end placement. Lot #: 0198513, catalog#: 320122, date of event: (B)(6) 2021 and unknown samples status discarded the ones in question. Wants mailing kit".